Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Without additional information or return of the device the clinical observation cannot be confirmed and root cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a transcatheter bioprosthetic valve was implanted inside a disabled 25mm bioprosthetic valve in aortic position via valve-in-valve procedure due to moderate to severe aortic insufficiency after an unknown implant duration. Both devices remain implanted. The procedure was reported to be successful.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted.

Event description:
Edwards received information that the 25mm aortic valve was implanted approximately ten (10) years at the time of the valve-in-valve procedure.